Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: 32x2mm glenosphere trial broke when being removed from baseplate.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: one of the pegs on the border of the returned device is indeed broken, making the instrument unusable. This device was manufactured in 2015, and has been properly functioning for 5 years. Normal wear can therefore be considered the root cause of the event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported: 32x2mm glenosphere trial broke when being removed from baseplate.